Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case.  Please reference related manufacturer report no:2015691-2020-13723.

Manufacturer narrative:
The complaint commander delivery system (26mm) was returned along with an esheath. The distal balloon assembly and guidewire lumen are separated from the delivery system and remains lodged in the sheath. The returned device was visually inspected, and the following was noted: delivery system inflation balloon (along with inverted sheath liner material) reside in sheath strain relief. Balloon material has twisted profile. Crimp balloon material separation proximal to I/c bond. Guidewire lumen component separation from y-connector. When illuminated with uv lamp, adhesive visible at guidewire lumen and y-connector bond location. Imagery was provided of the complaint device (post-procedure) and of patient vasculature. The following was noted: sheath liner is delaminated from sheath shaft. Sheath strain relief has an altered profile. Sheath shaft (distal section) is severely damaged. Mld is sufficiently sized. Slight curvature between common iliac artery and aorta. Calcification noted in right access vessel. Due to the nature of the complaint (retrieval difficulty, material/component separation), no functional testing was performed. The complaints were visually confirmed. Dimensional analysis was performed.  Double wall thickness of the crimp balloon was taken and were within specifications. A device history record (DHR) review was performed and none of the work orders revealed any issues that may have contributed to the reported event. A lot history review revealed no similar complaints for the reported withdrawal difficulty, balloon tear, or distal tip, nose tip separation. A review of complaint history on confirmed device complaints (returned and no product returned) from october 2019 ¿ september 2020 for the commander delivery system (all models and sizes) for the reported distal tip, nose tip separation was performed. The complaints were reviewed based on similar reported events and associated root causes/evaluation codes. Separation of the inflation balloon and crimp balloon during withdrawal of the delivery system is an issue that has been previously identified in product rick assessment (pra). As such, a complaint history review is not required. Instructions for use (IFU) and procedural training manual were reviewed for instructions/guidance on device preparation/usage. Vascular access: access characteristics that would preclude safe placement of the sheath such as severe obstructive calcification, severe tortuosity or vessel diameters less than the minimum recommended (5.5mm for use with 14f sheath) should be carefully assessed prior to the procedure. Vascular complications: successful management of vascular complications depends on being prepared. First priority should be controlling bleeding through endovascular techniques: aortic occlusion balloon,  iliac occlusion balloon,  reinsert dilator. Do not reinsert sheath if removed. Repair can be performed surgically or with endovascular techniques: surgical instruments should be available, consider vascular surgery, physicians experienced with endovascular techniques for treatment of iliac and aortic disease should be available. No IFU/training deficiencies have been identified.   During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed  to the reported complaints. The reported withdrawal difficulty, balloon tear, or distal tip, nose tip separation were confirmed. However, investigation of the device, lot history, and DHR revealed no indication that a manufacturing nonconformance contributed to the event. A review of manufacturing mitigations supports that the delivery system has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Separation of the inflation balloon and crimp balloon during withdrawal of the delivery system is an issue that has been previously identified in product risk assessment (pra). As detailed in the pra, vascular tortuosity may impact the coaxiality of the delivery system relative to the sheath tip during retrieval. The resulting force used to pull the delivery system into the sheath while the balloon is caught on the sheath tip may cause separation of the crimp balloon from the inflation balloon. Review of case information indicates that the sheath tip was positioned in curved abdominal aorta, which may cause non-coaxial retrieval of the delivery system balloon into the sheath. Damage noted on the distal tip of the sheath (soft tip damage, shaft damage, liner delamination) support that the delivery system balloon may have been caught on the sheath during retrieval. The resultant resistance upon device retrieval (¿on retrieval of the balloon into the sheath there was resistance¿) or downstream device manipulation (supported by inflation balloon entanglement in inverted liner material), may have been sufficient to separate the crimp balloon from the inflation balloon and subsequently the guidewire lumen from the y-connector. Available information suggests that patient and/or procedural factors may have contributed to the complaint event (withdrawal difficulty caused by abdominal aortic curvature which impacts device coaxiality with sheath, crimp balloon tear and guidewire lumen/y-connector component separation caused by resultant force/manipulation to troubleshoot retrieval difficulty); however, a definitive root cause is unable to be determined at this time. In this case, the reported iliac tear and blood loss was likely caused by device manipulation during withdrawal of the devices and/or patient factors calcification of the access vessel that may have contributed to the complaint event. No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, no corrective actions are required. No manufacturing non-conformances or labeling/training/IFU deficiencies were identified. As a result, a product risk assessment (pra) is not required for the reported withdrawal difficulty, or distal tip, nose tip separation. A product risk assessment (pra) for the reported balloon tear was previously initiated to investigate the cause and assess the risk associated with balloon tears. The risks outlined in the pra remain the same; the pra documents the potential for ¿difficulty retrieving device, resulting in surgical intervention¿, which did occur during this event. Pra has been initiated to establish a threshold for pra re-escalation. Of note, complaint trending indicates that complaint rates for the issue are currently within control limits. Prior compliance risk evaluation, health hazard assessment, and decisions/actions are the same and will remain unchanged. As there is no change in risk, the pra remains applicable and no further action is required.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), regarding a 26mm sapien 3 ultra valve by right transfemoral approach. After successful deployment of the valve, on retrieval of the balloon into the sheath there was resistance and ¿clear distortion of the sheath¿. The operator was able to bring the balloon back into the sheath, but only with obvious involution and distortion of the sheath. The vascular surgeon was called in as doctor thought iliac and femoral trauma was likely on removal. The sheath was removed with vascular surgeon present, and the removal resulted in iliac tear and blood loss. It was unable to be fixed percutaneously. A laparotomy and a ileofemoral bypass were required to control the bleeding and blood products were required.